Manufacturer narrative:
There were no (B)(4) devices of lot number c503910 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for eval. It is not possible to confirm this complaint or determine the root cause as the device was not returned for eval. The complaint info provided indicated that a zilver stent was placed off label into a fistula. One of the struts is protruding out of the pt's skin. The pt was not harmed. The pt was sent to ER for further eval. The pt's current condition is normal. Based on the info provided, it was indicated that the pt did not suffer any adverse effects due to this occurrence, however it is likely that the stent would need to be removed surgically, or part of it. It is recommended in the instructions for use (B)(4), indications for use "zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100 mm in length with a reference vessel diameter of 5 to 9 mm. Pts should be suitable candidates for pta and/or stent treatment." Prior to distribution all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for (B)(4) of the lot number c503910 revealed no discrepancies related to this complaint issue. The 2 year complaint history has been reviewed for this product family and the likelihood of this type of occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Off label use - product placed approx 2008 or 2010. Placed at this facility. Zilver stent placed off label into a fistula. One of the struts is protruding out of the pts skin. The pt was not harmed. The pt was sent to ER for further eval. The pt's current condition is normal.